Event description:
It was reported that the patient presented with extra cardiac stimulation exhibited on the right ventricular (rv) lead. The rv lead was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited extra cardiac stimulation.